Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other event referenced is filed under a separate medwatch report number.

Event description:
It was reported as a general issue during procedures using the xience alpine stent delivery systems (sds), the balloon is difficult to deflate and remove post-stent deployment. There is partial deflation at the distal end and/or balloon asymmetrical difficulty when retracting the sds and/or it would 'watermelon seed' [advance]. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.